Event description:
On (B)(6) 2021, this male patient on peritoneal dialysis (pd) called customer support from the hospital and requested operational assistance with the flow alert using the fresenius cycler. The patient was having a draining slowly message in drain 4 of the pd treatment. There were no recorded injuries from the event. Subsequently, the patient stated he was hospitalized on (B)(6) 2021 with peritonitis. There were no reported allegations the peritonitis was related to an issue with fresenius products. Additional follow-up was attempted with the patient¿s pd nurse. However, no information would be provided about the peritonitis event. A call was placed to the patient who reported the event was not related to fresenius products. No further information was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Based on the available information, the cause of the patient¿s peritonitis cannot be determined however, currently there is no allegation nor any objective evidence that a liberty select cycler liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy which can be associated with many potential etiologies and often due to a breach in aseptic technique during the pd exchange when touching pd catheter connection.

Event description:
On (B)(6) 2021, the male patient on peritoneal dialysis (pd) called customer support from the hospital and requested operational assistance with the flow alert using the fresenius cycler. The patient was having a draining slowly message in drain 4 of the pd treatment. There were no recorded injuries from the event. Subsequently, the patient stated he was hospitalized on (B)(6) 2021 with peritonitis. There were no reported allegations the peritonitis was related to an issue with fresenius products. Additional follow-up was attempted with the patient¿s pd nurse. However, no information would be provided about the peritonitis event. A call was placed to the patient who reported the event was not related to fresenius products. No further information was provided.